Event description:
A report was received that the patient no longer had pain coverage due to high impedances on both leads. Reprogramming was attempted, but adequate pain coverage was not achieved. Patient then underwent a revision procedure to replace his scs devices. Patient is doing well post operatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2317-70 serial/lot: (B)(4) description: infinion cx lead kit, 70cm a review of the manufacturing documentation for the additional suspect medical device revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Manufacturer narrative:
A review of the manufacturing documentation revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient no longer had pain coverage due to high impedances on both leads. Reprogramming was attempted, but adequate pain coverage was not achieved. Patient then underwent a revision procedure to replace his scs devices. Patient is doing well post operatively.